Manufacturer narrative:
The technician found the side rail lower pivot bolt was missing. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanism operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the missing lower pivot bolt to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail end tube was hanging loose (side rail would not latch). The bed was located in storage. There was no pt/user injury reported. (B)(4).